Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking at the septum. Customer reported leak may have been caused by overfilling, although unable to confirm. Reportedly, customer reverted to an alternate method of insulin therapy and consulted their healthcare provider who assisted in resolving the issues. Customer¿s blood glucose level was approximately 240 mg/dl.